Event description:
On (B)(6) 2012 product surveillance received a phone call from the registered nurse (rn) regarding an event that she called in to an unknown baxter department. The rn was attempting to follow up on the call that she made on (B)(6) 2012. On (B)(6) 2012 product surveillance contacted the rn regarding the reported event. The rn stated that the home patient (hp) reported to her that on (B)(6) 2012, the hp had two cassettes where he noticed a "bug" in the lines. The hp reported that he noticed the bug during prime. One cassette had a bug in the patient line but the nurse did not know where the bug was located in the other cassette. The hp did not use either of these cassettes. The rn obtained one of the cassettes and was willing to send it in as a sample. The rn provided the patients information requested this writer to call the hp for further information. There were no further details.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a report of particulate matter was confirmed. The root cause was "manufacturing issue - extrusion defect". An evaluation of the actual sample was conducted and there was embedded particulate matter found related to the reported condition during the evaluation. The particulate matter was found approximately 1/8" down from the bottom of the patient connector inside of the patient line. It appeared to be caused by pin build-up during the tubing extrusion process. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up MDR will be submitted if any additional information is received.